Manufacturer narrative:
.

Event description:
It was reported during a meeting, that a physician "and one of her partners had seen an increase in patients with voiding dysfunction (retention) since they switched to retroarc" compared to another manufacturers device.